Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 08/07/2015 with the following findings: investigation revealed the display screen was dim and discolored. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display screen was dim and discolored. This report is made based on results of the investigation performed on 08/07/2015.